Event description:
The device was used during an abdominal procedure. Reportedly, the balloon ruptured. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.